Manufacturer narrative:
Patient information was requested, but the customer did not provide. The event date was requested and the customer states that the day he called in the complaint is the event date (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrences. The customer reported that the unit was in use on patient, but there was no patient harm reported.